Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. The patient tested twice and received one positive result and one negative result. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: took 2 tests and got a positive and a negative.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. The patient tested twice and received one positive result and one negative result. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: ...took 2 tests and got a positive and a negative.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer took two¿ bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿and got a positive and a negative¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.